Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed the system leak verification test step during testing. The device's muffler assembly was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported that a ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed the system leak verification test step during testing. The device's muffler assembly was replaced to address the issue. The muffler assembly was sent to the product investigation lab (pil) for further investigation/evaluation. Pil visually inspected the trilogy evo muffler assembly for defects and found none. Pil installed the muffler assembly on the pil trilogy evo test unit, then tested the muffler on the pil trilogy evo multifunctional test station for leak verification and the muffler passed all testing. Pil concluded that the muffler assembly operates as designed.